Event description:
It was reported that the device indicated a lead warning for the atrial lead. However, the device is only programmed to pace/sense in the ventricle, and there are no plans to use the atrial lead again. The clinician was unable to clear the atrial lead warning. The clinician attempted reinterrogating the device, but was still unable to clear the warning. The patient will be seen again in a month. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.